Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a introduction of self expanding metalic stent into common bile duct procedure performed the same day. According to the complainant, the physician intended to introduce the stent into the patient's body. First the endoscope was guided up to papilla vater, then the cannula and the guide wire were guided into the common bile duct. The stent was then guided over the wire in the duct. When the physician started to pull out the wire, it did not go through the rx opening slot. He nicked the slot with a scalpel and the wire came out. The physician began deploying the stent, the nurse tried to push the stent out of the sheath with small push & pull movements, the movement was not smooth as usual and at the same time inside the sheath, the bast fibre (which fills up the sheath) began to loop. This loop came out of the sheath in place of the rx opening slot and broke up. The physician took the wallstent endoprosthesis endoscopic biliary device out of the patient's body. The physician introduced a plastic biliary stent (manufactuer unknown) and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device analysis found that the inner lumen was broken and exiting out through the guidewire access port. It was not possible to retract the outer sheath and deploy the stent due to the breakage of the inner lumen. The distal end of the inner lumen was withdrawn during analysis and the stent was deployed. Visual examination found that the guidewire access port was damaged. It states in the event description that the physician nicked the slot with the scalpel and finally the wire came out. This may have resulted in damage to the inner lumen resulting in its break during deployment. A review of the device history record (DHR) was performed; no anomalies were noted.